Event description:
It was reported that a holding sleeve with locking device, has an issue with the spring and stop nut not functioning. It was also reported that a torque limiting attachment has an issue with its small ball bearing missing. Parts were found in sterile processing. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: odp. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 03.110.002 torque limiting attachment, 1.2nm is an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. The device was returned and reported to be missing a small ball bearing. This condition is confirmed; the ball bearing inside the quick couple mechanism is missing. It is likely that years of use and sterile processing cycles has allowed the ball bearing to become dislodged leading to this complaint condition. The device was manufactured in july 2013 and is over a year old. The balance of the device is in good working condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned 03.110.002 torque limiter does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. The condition of the torque limiting attachment, 1.2nm was likely caused by losing components during sterilization; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.